Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infusion set cannula was bent due to insertion into insufficient subcutaneous tissue, which led to high blood glucose level and was treated with insulin pump event on (B)(6) 2026.